Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the lcd display was unresponsive & scratched. The monitor was unable to download flags and unable to run manual detect and treat. The root cause for the defective lcd display could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat.